Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump was emitting unspecified alarms for no apparent reason. Customer support made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: there were no irregular beeps or vibrations observed during the power up or during the duration of the investigation. No call service alarms were duplicated during the course of the investigation. The pump's black box dates were from (B)(6) 2014 - (B)(6) 2014. Only low cartridge warnings were observed in the pump's black box however alarm history shows call service 054 alarms present on (B)(6) 2014, (B)(6) 2014 and (B)(6) 2014. There was no evidence of moisture or loose components inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.